Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received a motor error alarm. Customer also reported a motor position encoder error alarm, a bad battery alarm and a motion sensor test failure alarm. Customer's blood glucose was 60 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was exposed to magnetic field as customer had an x-ray at the dentist while still connected. Drive support cap appeared normal. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump received with currents in spec. No unexpected failed battery. Device was unable to prime during the prime test and motor error alarm during basic occlusion test due to loose/protruded drive support disk. Motor passed motor test. No motion sensor test failure alarm. No motor position encoder error alarm on alarm history screen. Device had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, reservoir tube cracked, cracked reservoir tube window, missing endcap sticker and cracked lcd window. Device passed displacement test.